Manufacturer narrative:
(B)(6). No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an estimated imprecision of 1 centimeter was observed. The reported imprecision occurred about ten minutes after the initial successful registration. The surgeon then re-registered the patient without resolution. A third registration was performed with resolution and the site was able to complete the procedure. The representative noted that the imprecision was across all instruments. The representative reported that the reference frame was not the probable cause of the anomaly following troubleshooting. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional.